Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 300-500 mg/dl. The customer treated with a correction bolus. The customer stated that she was unable to bolus because of the repeated sensor related errors. The customer disconnected the call.